Event description:
It was reported that a patient who underwent a laparoscopic supraumbilical hernia repair using the intraperitoneal onlay mesh (ipom) technique with mesh implantation described persistent pain in the implant area when sitting, which continued for eight months after surgery. The patient was for three months post-surgery and reported regular pain since the procedure. Additional symptoms included inability to lift more than 10 kg, slowed fecal disposal, limited food intake, the ability to lie down only on the back, and inability to get up without assistance. The hernia defect was 1 cm in size and located supraumbilically. The wound was closed with sutures.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.